Manufacturer narrative:
During a conversation with distributor, physician mentioned that patient had developed a possible infection following an achilles tendon repair procedure using orthadapt bioimplant augmentation. The repair procedure was performed approximately three years ago. The date of onset of the infection is unknown. Further information concerning this event is unavailable. Based on the provided information, no conclusions can be drawn as to the cause of this event. A review of the device history record (DHR) indicated that the device identified in this report met all manufacturing requirements. The product was not returned to the manufacture for evaluation. The manufacturer of the device was pegasus biologics, inc. Synovis orthopedic and woundcare, inc is the reporting company for the event. The implant occurred prior to the synovis acquisition of pegasus biologics.

Event description:
Physician reported to distributor that patient developed a possible infection post achilles tendon repair with orthadapt bioimplant augmentation. Patient was successfully treated with antibiotics.